Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced device exposure, explantation of the device under anesthesia, vaginal mucosa repair, and cystoscopy. Interoperative findings noted ~2.5 cm device exposure under the suburethral area, excised down ~1 cm from vaginal mucosa bilaterally and two lateral vaginal mucosa exit areas were repaired. No pathology results were available.